Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had been placed and capped during a prior open heart surgery. During a later upgrade from a single chamber pacemaker to a bi-ventricular pacemaker, the left ventricular lead was uncapped for use, and showed no capture when attached to the analyzer. The lead was repositioned to a new location and remains in use. No patient complications have been reported as a result of this event.